Event description:
(B)(6). Patient gender: male. Dob: (B)(6) 1965. (B)(6). Pt. History: appendectomy 1972; tonsillectomy 1972, left l5 hemilaminectomy and left l5-s1 disc excision 7/8/1997; l5-s1 fusion 6/1 5/1999; hand surgery 2004; hemorrhoidectomy 2005, excision of right neck mass 8/27/2009; rt lobe pneumonia 2010; anxiety; benzodiazepine dependent; chronic pain; lumbar disc disease; hypertension; hypercholesterolemia ; smoker, bipolar disorder it was reported that, on 6/15/1999, the patient underwent a procedure for plif at l5-s1 with autograft, allograft, and interbody device, and placement of tsrh 3d posterior instrumentation at l5-s1. Post-op the patient developed increasing back pain and sciatica from the s1 distribution, and pseudoarthrosis. X-rays taken on (B)(6) 2008 show both s1 screws fractured. The patient underwent additional surgery on 12/11/2008 for removal of posterior l5-s1 instrumentation and redo l5-s1 fusion with pedicle screw instrumentation, bone graft substitute, and rhbmp-2/acs. Post-op, records indicate the patient is doing well, is on less medication, and denies any radicular symptoms. Studies show some fusion.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.